Event description:
It was observed that during device evaluation, the high flow insufflation unit had a broken front panel keypad, big dent with hole and a failed flow rate sensor error. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. Correction on fields: g3 (correction to g3 of the initial medwatch. The aware date should be 4/24/2024) and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined for the "front panel has a big dent with a hole" event. Additionally, for the flow rate sensor failure event, it was likely that an abnormality had occurred in the flow rate sensor due to a faulty manifold unit. Olympus will continue to monitor field performance for this device.